Manufacturer narrative:
The customer reported the tubing was occluded when priming, with 5 instances, and returned several boxes of 360 unused samples. This is all of material 42511e, lot 24109336. One box of 60 samples was used as the spot check for the issue. The samples were infused with water from a 10ml syringe to test. All of the 60 representative samples were able to infuse water, and none of them were able to verify the complaint of flow issues. Only 60 samples were tested due to bd internal process for sample size selection. The root cause for the occlusion was unable to be found without a replicated failure. It should be noted this is the first complaint of flow issues - occlusion on this material and lot in the last year. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd smartsite gravity set was occluded the following information was received by the initial reporter with the following verbatim it was reported by the customer that when nurses spike a bag of fluids, the fluids will not run through the tubing.